Event description:
It was reported that the care giver (cg) noticed a metal strip inside the minicap packaging. The strip was 2 by 3 cm in width. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This report is 4 of 4.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).